Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had battery issues on the insulin pump. They would insert a new battery but after a day or two later, they would receive a low battery and the device would shut off. A battery had exploded and there was grey fluid residue in the battery compartment. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The customer had already disconnected from the insulin pump. They had changed the battery and cleaned the compartment, but the batteries would not last and the device would shut off. The insulin pump will be returned for analysis.